Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported during surgery, the instrument fractured. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned tasp identified the device exhibits signs of repeated use (nicked & gouged). The tasp has fractured at the post and not all pieces were returned. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification; however, a root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.